Event description:
The hospital reported a malfunction resulting in a loss of mechanical and manual ventilation during a case. The patient was switched to an ambu bag and case resumed. There was no patient injury.

Manufacturer narrative:
The breathing system involved during the event was replaced by the user. No repair information available. Customer contact reports there is no patient information available. Legal manufacturer: hcs madison (B)(4).